Event description:
During preparation of a drug eluting coronary stent procedure, the shaft broke. During preparation for the procedure, the shaft of the device fractured while moving the device from the hoop. The device was not used and the case was completed with a different device. No pt complications were reported and the pt condition is okay.